Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported a generator error was found during system testing. No pt or user injury was reported.